Event description:
Patient to receive proquad vaccine and after stick the medication was not able to be administered as the needle was occluded. Patient required a second stick. The medication is not drawn up with this needle. Needle is only used for administration. Safety hypodermic needles glide 25g 1"- lot 2188472 this needle was discarded but have samples from this lot number if requested. This is the second occurrence with this specific lot number at two different clinics.